Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with item number, and it was reported that there was visible black and brown spot contamination on the drip chamber of the intravenous tubing. There was no patient involvement, and no harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.